Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 56-year-old female patient who had essure (batch no. 694961) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for hysterectomy with bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate spring component of essure coil.') And pelvic pain ('pelvic pain') in a 56-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("located within the endometrial cavity, is a complete essure coil/ the coils ware visualized coming out of the cervical os."), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), tooth disorder ("dental problems"), deafness ("loss of hearing") and transient ischaemic attack ("mini stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, device expulsion, female sexual dysfunction, fatigue, alopecia, headache, nausea, back pain, weight fluctuation, tooth disorder, deafness and transient ischaemic attack outcome was unknown. The reporter considered alopecia, back pain, deafness, device breakage, device expulsion, fatigue, female sexual dysfunction, headache, nausea, pelvic pain, tooth disorder, transient ischaemic attack and weight fluctuation to be related to essure. The reporter commented: there were 3 trailing coils in right tube and 2 trailing coils in left tube. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: received is a container labeled with uterus, cervix, bilateral fallopian tubes. It contains a partially opened uterus with attached cervix and attached bilateral fallopian tubes. The specimen weighs 55 grams. The right fallopian tube measures 7 x 0.5 cm and appears grossly unremarkable. Sectioning reveals no essure coil. The left fallopian tube measures 6 x 0 .2 to 0.5 cm. Located at the proximal intraluminal portion is an essure coil. Located within the endometrial cavity, which measures 3 x 1 x 0.1 cm. Is a complete essure coil as well as a separate spring component of essure coil. These are loosely fixed within the lumen of the specimen. The endometrium shows no polyps or mass type lesions. Sectioning the myometrium reveals no gross abnormalities. No leiomyomas or intramural nodules.. Lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('separate spring component of essure coil.') And pelvic pain ('pelvic pain') in a 56-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("located within the endometrial cavity, is a complete essure coil/ the coils ware visualized coming out of the cervical os."), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), tooth disorder ("dental problems"), deafness ("loss of hearing") and transient ischaemic attack ("mini stroke"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, pelvic pain, device expulsion, female sexual dysfunction, fatigue, alopecia, headache, nausea, back pain, weight fluctuation, tooth disorder, deafness and transient ischaemic attack outcome was unknown. The reporter considered alopecia, back pain, deafness, device breakage, device expulsion, fatigue, female sexual dysfunction, headache, nausea, pelvic pain, tooth disorder, transient ischaemic attack and weight fluctuation to be related to essure. The reporter commented: there were 3 trailing coils in right tube and 2 trailing coils in left tube. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: received is a container labeled with uterus, cervix, bilateral fallopian tubes. It contains a partially opened uterus with attached cervix and attached bilateral fallopian tubes. The specimen weighs 55 grams. The right fallopian tube measures 7 x 0.5 cm and appears grossly unremarkable. Sectioning reveals no essure coil. The left fallopian tube measures 6 x 0 .2 to 0.5 cm. Located at the proximal intraluminal portion is an essure coil. Located within the endometrial cavity, which measures 3 x 1 x 0.1 cm. Is a complete essure coil as well as a separate spring component of essure coil. These are loosely fixed within the lumen of the specimen. The endometrium shows no polyps or mass type lesions. Sectioning the myometrium reveals no gross abnormalities. No leiomyomas or intramural nodules. Lot number: 694961 manufacturing date: 2009-12 expiration date: 2012-12. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Events added: located within the endometrial cavity, is a complete essure coil, separate spring component of essure coil. Reporters, medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 56-year-old female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 years 6 months after insertion of essure. On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), tooth disorder ("dental problems"), deafness ("loss of hearing") and transient ischaemic attack ("mini stroke"). The patient was treated with surgery (scheduled for hysterectomy with bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, female sexual dysfunction, fatigue, alopecia, headache, nausea, back pain, weight fluctuation, tooth disorder, deafness and transient ischaemic attack outcome was unknown. The reporter considered alopecia, back pain, deafness, fatigue, female sexual dysfunction, headache, nausea, pelvic pain, tooth disorder, transient ischaemic attack and weight fluctuation to be related to essure. Lot number: 694961. Manufacturing date: 2009-12. Expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information, product indication added. Event medical device removal updated to event pelvic pain. Events: apareunia, fatigue, hair loss, headaches, nausea, back pain, weight fluctuations, dental problems, loss of hearing, mini stroke added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (batch no. 694961) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for hysterectomy with bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.